Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the present date. The device was previously returned for issues unrelated to the reported complaint or service history. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The trackwise complaint history review was completed and it was confirmed that two complaints were received with same sn (B)(4) having athore complaint in closed and canceled state. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Special project notification created using (B)(4) information. Actual person who performed service was (B)(4), which is reflected on the enhancement tab of tech ID. Depot tech went to support this activity, and used (B)(4) parts. Calibrated equipment used in this repair: (B)(4) special project notification created using (B)(4)information. Per (B)(4): npi. For test results refer to linked file in notification (B)(4). Replaced: bezel and right iui.